Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred during pumping. Blood glucose was 224 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy. Additionally, customer attributed that the alarm was due to incorrect load process and declined further troubleshooting.